Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, resistance is seen during blood draw using an unspecified number of devices. No adverse impact was reported regarding the patient or user.